Event description:
The patient received her scs system on (B)(6) 2011 including an ipg. On (B)(6) 2011 the patient went to visit her friend in a nursing home. The patient's ipg was off, but when she bent down to sit in a chair, the stimulation turned on by itself. She also felt overstimulation in her right leg, right foot, and groin area. The patient stated that when she got her programmer out to deactivate the stimulation, the programmer displayed no amplitude bars, nor any signs of being activated. The stimulation turned off a few minutes later and the programmer still showed no amplitude bars. An hour later, the same issue occurred again. The patient was not near any x-ray machines or any other equipment of that nature. On (B)(6) 2011 the patient stated that she has had no other issues with the device.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.